Event description:
The implant card was received which confirmed the generator and lead replacement on (B)(6) 2013. An analysis was performed on the returned lead portion and the reported lead fracture was not confirmed. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations. During the product analysis there were no anomalies found with the pulse generator. The generator performed according to functional specifications.

Event description:
It was initially from the neurologist that on (B)(6) 2013 the patient was leaning down and his head on a cabinet, fell, and neck went down. Since that time, he had a pulsing sensation and pain in the left neck area. These symptoms were not present before he hit head. He reports that he has had good seizure control with vns and has not noticed an increase in seizures since the pain started although neck pain is intense. However, when the patient moved next a certain way, he felt better. Due to the trauma to neck, the lead was now protruding and the patient experiences the pulsing sensation/pain during stimulation on times. Before the accident, no lead could be seen. Diagnostics performed by the company representative on this date were within normal limits. The device was left on at lower settings because the patient did not want seizures to return. The patient was referred for a/p and lateral x-rays. X-rays were taken but a copy will not be returned to the manufacturer. Due to the patient¿s benefit with vns therapy, he was referred for generator and lead revision surgery for patient comfort and not to preclude a serious injury. The patient had full revision surgery on (B)(6) 2013, and during the surgery, the surgeon saw a lead fracture but he had to cut the lead to remove everything. There was movement noted when the device stimulated. The prior coils were left intact on the nerve. The explanted devices were received by the manufacturer on (B)(6) 2013. However, product analysis has not been completed to date.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned as a result of operational context, but did not cause or contribute to a death or serious injury.